Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted due to eri (elective replacement indicator). There were no allegations against the performance of the device.